Event description:
It was reported to philips that the system's table moved unpredictably. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing an emergency mechanical thrombectomy for an acute stroke patient. The procedure experienced an approximate 15-minute delay between groin puncture and device deployment, as several system reboots were required to restore table functionality. The philips remote service engineer (rse) inspected the system remotely. Log files were reviewed for any errors related to the table issue, and a one-time occurrence was identified, with no recurrence since then. The system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome.